Event description:
Insert dislocated posteriorly due to breakage (wear).

Manufacturer narrative:
Reported event: an event regarding crack/fracture/wear and disassociation were reported. The event of crack/fracture/wear was confirmed through visual inspection of the provided photograph, the event of disassociation was not confirmed. Method & results: device evaluation and results: no product was returned for evaluation however, a photograph was provided. The photograph shows a recently explanted insert with blood visible on the device. The insert is broken/cracked. Clinician review: a review of the provided medical records indicated: this inquiry reports the failure of a cruciate retaining total knee replacement at about 10 years post operative. I cannot confirm that this event took place since I was only able to see an explanted polyethylene component. I do not have an operation report or office notes corroborating the failure. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of failure due to polyethylene wear and fracture is multifactorial. Leaving a posterior cruciate ligament too tight in a cruciate retaining total knee causes a cam effect and creates a tight posterior space. This is well known to cause wear and polyethylene failure. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of crack/fracture/wear was confirmed through visual inspection of the provided photograph. The event of disassociation was not confirmed. A review of the provided medical records indicated: a review of the provided medical records indicated: this inquiry reports the failure of a cruciate retaining total knee replacement at about 10 years post operative. I cannot confirm that this event took place since I was only able to see an explanted polyethylene component. I do not have an operation report or office notes corroborating the failure. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of failure due to polyethylene wear and fracture is multifactorial. Leaving a posterior cruciate ligament too tight in a cruciate retaining total knee causes a cam effect and creates a tight posterior space. This is well known to cause wear and polyethylene failure. Further information such as lot identification and return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Insert dislocated posteriorly due to breakage (wear).